Manufacturer narrative:
Per tandem user guide: residual insulin remaining in the cartridge is unusable. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customers blood glucose was high. Elevated blood glucose was address with manual injection and correction bolus via the pump. Customer changed pump supplies to address the issue. Customer reported reusing insulin from old cartridges when filling new cartridges. Customer was informed that cartridges should be filled with new, room-temperature insulin per the user guide.